Event description:
Pics patient was admitted with an occlusion of the m2 mca. After being refractory to IV tpa, 4.5mg of ia tpa was administered at the site of thrombus. Minimal thrombolysis was observed during follow-up angiography, and the physician elected to proceed with clot-aspiration using a penumbra 026 reperfusion catheter. Under roadmap guidance, the physician was able to open the vessel to a timi 2. Additional post-procedural imaging revealed a small sub-arachnoid hemorrhage (sah) in the left sylvian fissure. The physician believed that the sah was possible related to either the angiographic procedure or the device, however, there were no reports of vessel perforation or dissection in the hospital's procedural documents. The sah was also judged to be small and asymptomatic by the physician, and did not prompt additional medical intervention. At 24 hours post-procedure, imaging showed substantial improvement of the sah, and the patient was discharged to acute rehab within four days. By (B)(6) post-procedure, the sah had resolved without additional medical intervention. This event was rated as a non-serious adverse event by the physician and the patient eventually returned home. By (B)(6), the patient was noted as living at home with a modified rankin scale of two.

Manufacturer narrative:
This information was reported by the hospital as a part of the (B)(4) clinical trial pics. The information that was initially reported did not indicate an incident that would require the submission of an MDR. However, information received from the physician in a follow-up report on (B)(6) 2010 stated that although there was no verifiable evidence in procedural scans, a sah of this nature could not be caused by anything else other than a perforation; and because, the sah appeared after the use of the penumbra system, the relationship between the sah and the device is possible.